Event description:
It was reported that 1 bd syringe 5ml ll euro 125 s/c experienced foreign matter in the upper cylinder area of the syringe. The following information was provided by the initial reporter: a 1 cm, black, roundish, immobile particle has been discovered in the upper cylinder area of the affected syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 5ml ll euro 125 s/c experienced foreign matter in the upper cylinder area of the syringe. The following information was provided by the initial reporter: a 1 cm, black, roundish, immobile particle has been discovered in the upper cylinder area of the affected syringe.

Manufacturer narrative:
H.6. Investigation summary: one photo was received and evaluated. The photo contained a 5ml syringe with customer attached tip cap. The syringe was filled with an opaque medication and a piece of black particulate foreign matter could be seen floating inside of the fluid path near the barrel roof. A physical sample is required for size determination and fourier transform infrared spectroscopy (ftir) analysis to potentially identify the material composition. The observed foreign matter condition was non-conforming per product specification. Potential root cause for the foreign matter in the fluid path defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 1277067. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jan-2023. H6: investigation summary one sample and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that the syringe was filled with an opaque medication and a piece of black particulate foreign matter could be seen floating inside of the fluid path near the barrel roof. Fourier transform infrared spectroscopy (ftir) analysis result showed that the foreign matter was closest match with chlorinated polyethylene which is commonly used in rubber materials. It most likely the foreign matter is part of the makeup of the stopper material and was inadvertently stuck to the stopper. Potential root cause for the foreign matter in the fluid path defect is associated with the assembly process. These defects are occurring at an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 1277067. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10

Event description:
It was reported that 1 bd syringe 5ml ll euro 125 s/c experienced foreign matter in the upper cylinder area of the syringe. The following information was provided by the initial reporter: a 1 cm, black, roundish, immobile particle has been discovered in the upper cylinder area of the affected syringe.